Event description:
The hcp reported that while the pt's neurostimulator on the right side was turned on, the pt experienced dizziness and numbness on his left side. The symptoms subsided when the device was turned off. Impedances were checked and some of the unipolar pairs were >2000 ohms; electrodes 0 and 1 were <50 ohms. The pt was implanted for tourette's syndrome and hit his head often with his hand. An x-ray and CT scan were done 2/2008 and did not show lead movement or fracture. On a week later, the hcp reported electrodes 2 and 3 showed an impedance of 2000 ohms; electrodes 0 and 1 showed an impedance of 65 ohms. The hcp confirmed the pt had suffered a fall and hit his head. On the next day, the hcp reported that impedances were >2000 ohms on electrodes 2 and 3; electrodes 0 and 1 were <250 ohms. The pt symptoms were paresthesias and motor weakness. The hcp further reported on the following month that the pt had experienced a lack of effect, shocking, and sensory changes. Device reprogramming was done between five days prior to original month and the following month with limited effect. The hcp planned to do a revision of the extension and neurostimulator. On nine days later, the extension was replaced and still had abnormal impedances on some pairs. See MFR's report # 6000153200801420. The hcp planned to revise the lead.